Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned and analyzed. Electrical testing to determine continuity of the conductor(s) passed. No anomalous conditions in shape or structure were noted. However, visual and mechanical inspection found blood inside the sleeve head, which could not be cleaned out. This prevented the helix from functioning within specification.

Event description:
It was reported, during an implant procedure, the screw mechanism on the lead would not deploy. Consequently, this lead was not implanted. No patient complications have been reported as a result of this event.